Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a healthcare provider (hcp) indicated that the cause of the catheter disconnection was not deter mined. It was reported that the neurosurgeon first noticed the disconnected catheter during an appointment on (B)(6)2018. It was noted that pump replacement that was supposed to occur on (B)(6)2018 was not due to any device issue but for end of battery life. The patient's weight at the time of the event was reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen(2000 mcg/ml at 155.2 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. Itwas reported that the patient was scheduled for a pump replacement on (B)(6) 2018 but 2-3 weeks ago, or "probably longer", the patient saw a neurosurgeon. The neurosurgeon did a computed tomography scan (CT) and discovered that the pump and "tubing" were disconnected. It was reported that the patient had back pain which they felt was being helped by the pump, however since the pump and catheter were disconnected it was thought that the back pain was being helped by something else. The hcp wanted to set the pump to minimum rate to assess whether the patients back pain returned. It was reported that if the back pain does not return the patient would elect to abandon the therapy and have the pump explanted. Information on how to program the pump to minimum rate was reviewed with the hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump was put into minimum rate mode and was alarming starting on (B)(6) 2018 due to being empty. The hcp stated that the pump was in minimum rate mode because they were not sure if they wanted to replace the pump or have it removed. The pump logs were read; a low battery, reset, and safe state were recorded on (B)(6) 2018. It was reported that the patient was not having any issues so they wanted to have the pump shut off and removed. The pump off authorization form was sent to the hcp and the pump was shut off. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also previously reported under medwatch #3004209178-2023-18517. All information pertaining to this event will now be reported under this medwatch number.

Manufacturer narrative:
H3. Analysis of the pump revealed that a low battery reset had occurred, but the cause could not be determined. Analysis of the ca theter revealed an anomaly of the non-sutureless pump connector. Analysis also revealed that the suture ring on the catheter connector was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.